Event description:
Patient experienced moderate to severe pain eight months post surgery and implant was removed. Post-op x-ray indicates that implant was well-positioned.

Manufacturer narrative:
Device was explanted. DHR review indicated that the device was manufactured to specifications.